Event description:
It was reported the patient was having a lead revision. It was stated the lead had migrated and the patient was picking up an s2 type response ¿ running down the leg. Stimulation in the wrong location was noted. When the representative did the battery check, the patient¿s leg was ¿jumping.¿ it was noted that when the doctor was using electro cautery, the patient was picking up an s2 type response in their leg. The ankle and ¿bottom¿ were jumping. Two days later, it was stated the issue was resolved and a new lead was placed. The outcome appeared good from the initial operating room observation. The patient had the appropriate motor response. It was clarified that the lead had migrated inward for an unknown reason. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va04m3h, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).